Event description:
The hcp reported that the drug "was switched" and the pt was "given too much". The pt was admitted to ICU and was intubated. Specific symptoms and drugs involved are unk. Following release from the hosp the pt aspirated at home. Pt outcome is unk.